Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, and there was contrast in the balloon and lumen. The device was soaked in a water bath for 1 week. The tip, balloon, markerbands and shaft were microscopically inspected. Functional testing was done by attaching an inflation device filled with water to the hub of the sterling balloon catheter. When pressure was applied, shaft damage (perforation) in the outer shaft was found to leak water. The perforation was located 5mm proximal from the port/exit notch and was 4mm in length. Inspection found the rest of the device free of damage. The balloon of the device could not inflate, due to the leak in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-aug-2016. It was reported that balloon leak and inflation failed occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilatation. However upon the initial inflation, it was noted that the balloon contrast was leaking and the device failed to inflate. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed outer shaft perforation.